Event description:
The patient came in for a refill the and a confirmed motor stall and motor stall recovery was reported. Per the hcp they noted motor stall on (B)(6) 2012 at 11:24 and stopped pump period may exceed tube set. Upon interrogation and checking the logs motor stall recovery occurred (B)(6) 2012 at 14:21. It was noted the patient had an MRI (B)(6) 2012 and the hcp confirmed that the pump was not checked following the MRI. Per the hcp there was no volume discrepancy; erv was 4.3 ml and arv was 5.0ml. The pump delivered dilaudid. Additional information has been requested; a follow-up report will be sent if information becomes available to us.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2002. Product type: catheter: product ID 8598, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter. (B)(4).

Event description:
Additional information indicated, the patient had no symptoms and the patient's outcome was no injury. No further information was available at the time of this submission.